Manufacturer narrative:
Device passed displacement test. No pump error 4 alarms noted during testing, however device alarmed pump error 63 alarm during self test and confirmed in the device history due to broken pin trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received hardware low level failure error and motor communication error. Customer¿s blood glucose level was 14.2 mmol/l. Customer reported that error reoccurred after self-test. The insulin pump will be returned for analysis.